Event description:
It was reported that the patient developed 2nd degree burns on the inner thigh region of both legs following a series of scans. The site radiologist examined the burns the following morning and oinment was applied to the blistered area. The system was evaluated and found to poerate within specifications.